Event description:
It was reported via repair work order that the bed had no power due to the power cord sheathing being damaged with exposed wires and the bed exit would not engage due to the footboard button malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.